Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 end piece of the harvesting cannula separated from the device. This plastic piece was pushed back into the harvesting cannula. However, the c-ring and the bisector would not come out of the end of the cannula appropriately following this defect and therefore the device was not able to be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 end piece of the harvesting cannula separated from the device. This plastic piece was pushed back into the harvesting cannula. However, the c-ring and the bisector would not come out of the end of the cannula appropriately following this defect and therefore the device was not able to be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4).